Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display on their device would go white after they powered the device on. A white display is indicative for a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer declined further service from physio-control. At the customer's request, the device was returned to them unrepaired. The cause of the reported issue could not be determined.